Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, the console emitted a loud buzzing sound. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The physician was performing a colonoscopy with polypectomy on (B)(6) 2011 when a loud buzzing sound was noted to be emitting from the console. The noise was reportedly coming from inside the unit and was distinct from the active tone. The procedure was completed using this device, although the physician also reported that the power output seemed to be lower than usual. No adverse patient consequences arose due to this event, however, and the patient was fine following the procedure. Operator of device: physician. Initial reporter: dr. (B)(6), physician. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, the console emitted a loud buzzing sound. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.